Event description:
A us distributor returned a monitor was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) was isolated to defective open k1, k2, k3, and k700 components on the computer/analog board, causing a service code 102. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.